Event description:
During an rf ablation in the right atrium for cti flutter and focal atrial tachycardia while burning the atrial tachycardia on the right atrium septum, the patient developed transient heart block. After a waiting period the issue did not resolve, and a temporary pacing wire was placed. The patient left the room in stable condition being paced by the temporary wire.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported heart block remains unknown.